Manufacturer narrative:
(B)(4). The customer report of a damaged introducer needle was confirmed by complaint investigation of the returned sample. The customer provided one photo and returned one introducer needle for analysis. The returned cannula was separated from the hub. Visual analysis revealed the cannula had separately cleanly from the needle hub with no adhesive residue. A device history record review was performed, and no relevant findings were identified. Based on the customer report and analysis of the returned sample, manufacturing likely caused or contributed to this issue. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "(B)(6) 2025, in (B)(6), during insertion the doctor found needle and needle hub separated during use on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6) 2025, in ICU (B)(6) second hospital, during insertion the doctor found needle and needle hub separated during use on the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."